Event description:
It was reported the patient had a power on reset (por) condition. It was noted the patient saw the message the day of the call. It was reported the patient had a loss of therapeutic effect. It was noted the patient did not know if their device was on or off during the duration of the loss of effect.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# unknown, implanted: (B)(6) 2011, product type lead. (B)(4).